Event description:
Biopsy device misfired during a breast biopsy. Patient had bleeding; unable to determine if bleeding was due to misfire. Bleeding was controlled and there was no harm to the patient.